Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 260 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer's daughter stated that the high blood glucose was treated with manual injections. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that her mother had a pace maker. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to cracked motor flex cable. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to motor error alarm. No cosmetic damage noted during physical inspection.